Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator replacement. Pre-procedure interrogation revealed that the device had been programmed for right ventricle only pacing. The left ventricular lead dislodged back in 2011 and the patient was programmed to rv-only pacing at that time. The lead was capped during the procedure. The patient was stable.